Event description:
Customer reported the system is displaying an ma sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the extender pcb. System operates as intended.